Event description:
Reportedly, after anastomosis, an anvil stayed at proximal side of colon due to incomplete cutting. Unexpected tissue loss occurred as the incomplete anastomosis site was resected and another device was used.